Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not vibrate. The battery was changed the morning of the call. The insulin pump failed to vibrate during the selftest. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.